Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection disconnected. The customer's blood glucose (bg) level was 500mg/dl and a manual injection was administered to address the bg level. The customer successfully tightened the luer lock.